Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/08/2017, that on (B)(6) 2017, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was received but does not reflect the full investigation window. The reported loss of connection could not be confirmed. A root cause could not be determined.